Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient reset the device and the reported issue was not resolved. At the time of contact patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).